Event description:
It was reported that with this artificial urinary sphincter (aus) experienced incontinence and atrophy. The aus was explanted and replaced. No device issues and not further patient complications reported.